Event description:
Information received by medtronic indicated that the customer was hospitalized due to hyperglycemia with a blood glucose value of 800 mg/dl at the time of the event. The customer was treated with an insulin pump. The customer experienced symptoms of nausea, vomiting, abdominal pain, difficulty breathing. Troubleshooting was performed and it was found that the customer alleges that the pump was under-delivering. The customer was using the insulin pump within 48 hours of the event and the auto mode/smart guard feature was inactive at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0875 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. The pump was received with a depleted duracell alkaline battery installed. No damage noted on the original battery cap. History download was successful using thus and carelink upload was successful. There were no auto suspend alarm or user suspended alarm on the event date (B)(6) 2023 in the pump history file. There were no boluses delivered on the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 00:00:00.000 daily totals. Daily total collection start time = (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 11.45. Daily total of basal insulin delivered = 11.45. Percentage of daily total delivered as basal insulin = 100. Daily total of bolus insulin delivered = 0. Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. (B)(6) 2023 20:45:01.000 alarm alert notification. Fault number = low battery alert (104). (B)(6) 2023 20:49:10.000 battery removed (B)(6) 2023 20:49:10.000 alarm alert notification. Fault number = battery removed (84). (B)(6) 2023 20:49:58.000 battery inserted. (B)(6) 2023 13:14:17.000 battery removed. (B)(6) 2023 13:14:17.000 alarm alert notification. Fault number = battery removed (84.) (B)(6) 2023 13:17:17.000 battery inserted. Low battery alert is expected due to the battery in the pump is low on power. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 5:07:00 pm. There was no power data available for the date of (B)(6) 2023 at 20:45:01.000 (low battery alert). Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted in the pump trace download. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.